Event description:
The customer reported via phone call that they lost their transmitter. Customer's blood glucose was 416 mg/dl at the time of incident. Customer declined to troubleshoot for their blood glucose. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.